Event description:
Ten months after implantation of a cypher stent, a scheduled coronary angiogram revealed restenosis in the implanted cypher stent, which necessitated revascularization. Stable angina was also noted. This pt forgot to start aspirin, which was prescribed and started aspirin four weeks later.

Manufacturer narrative:
This product with catalogue number is not sold in the united states, but it is similar to a product with catalogue number that is distribute in the united states.